Manufacturer narrative:
Death date: approximately 3 weeks prior (B)(6) 2016. Event date: approximately 3 weeks prior (B)(6) 2016. Death date and event date corrected. Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient died at home on an unknown date. Several attempts to obtain the death certificate were not successful. Patient's death was considered to be related to the procedure and the device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, a stent thrombosis occurred.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient also experienced myocardial infarction more than 36-72 hours prior to the index procedure. The target lesion was located in the proximal left anterior descending artery with 95% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct stent placement and a 3.00x24mm promus premier¿ stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died of an unknown cause.